Manufacturer narrative:
H6: investigation summary: one photo received by our quality team for investigation. Upon visual evaluation, it can be observed a flash attached to the tip of the syringe. A device history review was performed for lot 2109054, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the teams investigation, this defect may be produced during manufacturing process at molding of the barrel stage.

Event description:
It was reported that plastic fibers were found on the tips of 200 bd plastipak¿ hypodermic luer-lok¿ syringes before use. We have performed an inspection (level 2, 32 units) on the 200 syringes of cs356 (bd code 305959) from biomed analytical number m49564 (bd lot # 2109054) and they have failed the aql (3.125 %, with limit 2.5 %) with one syringe with ¿major¿ defect of residual plastic on the syringe tip, which can detach and find it¿s way into our product. We also found 4 other syringes from the 32 sampled with similar defect which would be classified as ¿minor¿ and also failing the aql (12.5 %, with limit 4.0 %).

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plastic fibers were found on the tips of 200 bd plastipak¿ hypodermic luer-lok¿ syringes before use. We have performed an inspection (level 2, 32 units) on the 200 syringes of cs356 (bd code 305959) from biomed analytical number m49564 (bd lot # 2109054) and they have failed the aql (3.125 %, with limit 2.5 %) with one syringe with ¿major¿ defect of residual plastic on the syringe tip, which can detach and find it¿s way into our product. We also found 4 other syringes from the 32 sampled with similar defect which would be classified as ¿minor¿ and also failing the aql (12.5 %, with limit 4.0 %).